Event description:
It was reported that the burst watchdog timeout warning was received upon interrogation. Clinic notes indicated that the patient's device was "restarted" after the warning message was received. No further relevant information has been received to date.

Event description:
Programming history showed that the autostimulation output current was equal to the magnet output current, which allowed the burst watchdog timeout to occur. No further relevant information has been received to date.

Event description:
The device settings were provided. No further relevant information has been received to date.